Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 410 mg/dl, 180 mg/dl, hi (greater than 600 mg/dl) and 143 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter no longer has the strips and so, no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.